Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis, however performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst noted that 1,550 of the 1,590 lifetime ventricular sic occurred since 2013-(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient was seen for a check as they had been fainting. The lead was oversensing with many short interval counts (sic). The lead remains in use and the patient will be hospitalized for treating the ventricular tachycardia (vt). No further patient complications have been reported as a result of this event.